Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption between (B)(6) 2019 and (B)(6) 2019. 88 high watt alarms have been logged since (B)(6) 2019. Log file analysis also revealed one (1) low flow alarm was logged on (B)(6) 2019. Of note, it was reported that the patient received thrombolytic treatment after which the power and flow returned to normal operating range. A sudden rise in power was also noted between (B)(6) 2019. Of note, it was reported that the patient received further anti-thrombolytic treatment after which the power and flow returned to normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power events can be attributed to external factors such as thrombus formation/ingestion. Based on the available information, the most likely root cause of the low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient had another rise in power with a suspicion of a second pump thrombus. Further anti-thrombolytic therapy was initiated. It was reported this case is more complex than other cases due to the patient¿s comorbidities it was harder to find a baseline value for power consumption with regular changes.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient was admitted after having several high watt alarms and high power consumption. The patient underwent additional testing and adjustments were made by the provider. The next day, the patient was re-admitted after not feeling well. The flow had decreased and pulsatility was almost gone. A transesophageal echocardiogram (tee) and computerized tomography (CT) was performed. The lactate dehydrogenase (ldh) rose from 400 to 1100. It was determined to perform hemolysis with suspected pump thrombus. The patient¿s condition was too poor for a pump exchange. Medication was administered and the patient underwent a thrombolysis. Two days later, the power consumption returned to normal but the patient remained admitted with ldh around 1000. The pump remains in use. No further patient complications have been reported as a result of this event.